Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during surgery, loading technician observed small bubble on optic but assumed it was a bubble in the viscoelastic, then it was loaded into the cartridge and inserted to the eye. Upon intraocular lens (iol) insertion, a scratch was observed in the center of optic. Procedure completed on the same day. Additional information has received and it states that it was confirmed to be a defect on the lens that did not move with the insertion of the lens or lens manipulation. Lens was inserted into patient's eye, defect was observed, implant was dissected and removed during initial procedure, replaced immediately. In the surgeon¿s opinion, lens defect was of unknown origin from either manufacturing or shipping and handling. Before implanting tech states that she loaded the implant during irrigation and aspiration (ia) phase, which means it would have been in the cartridge for 5 minutes or less. Patient prognosis was good. Clear pseudophakic vision was achieved and healing as expected post operation 1 week. No patient impact was reported.